Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon identified during surgery that acetabular grater heads 244000545, 244000546, 244000547, 244000548, 244000549, 244000550, 244000551 (quantity 2 of each) had become dull, no longer sharp, and required replacement. The items were discarded. Replacements are required for two each of the above listed grater head item numbers. No further information is available. Please send replacements directly to the customer at: (B)(6). No charge shipping (B)(4). Thank you. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.